Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2004, after use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00088 and 1225714-2013-00089. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a cardio pulmonary failure secondary to sepsis.